Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.8 inr. Patient was advised to hold her coumadin based on the meter result of 4.2 inr. No adverse event reported. Requested return of suspect strips replacement was sent.